Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting product return.

Event description:
It was reported that during a knee replacement surgery, the blade broke at the back shaft. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the blade contacted the cut guide. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the blade was broken at the mount during use as well as potentially coming in contact with other surgical equipment from the wear noted on the teeth of the blade. The IFU's of the handpieces for use with this blade was reviewed and contains warnings against bending of blades as follows: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures." The quality investigation is complete.

Event description:
It was reported that during a knee replacement surgery, the blade broke at the back shaft. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the blade contacted the cut guide. It was also reported that the procedure was completed successfully.